Event description:
Laparoscopic hysterectomy utilized a disposable autosuture endo gia 30. Patient experienced post operative abdominal discomfort and vaginal discharge. Abdominal x-ray identified a staple reload unit. Patient had outpatient procedure of a colpotomy incision with removal of the staple reload unit on 7/26/93.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.